Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. In the absence of a confirmed source of infection, the root cause of this patient¿s adverse event cannot be determined; however, it was confirmed that there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of the human mouth and gastrointestinal (gi) tract. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported experiencing an infection with plans to have her catheter removed. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on 8/nov/2023 following abdominal pain and cloudy peritoneal effluent. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken on the hospital on 8/nov/2023 presented with streptococcus (species unknown) in the culture and a wbc count of 1220/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient required an oral steroid for two months for reasons unrelated to renal replacement therapy prior to this event. It was believed the patient¿s immunity was compromised due to the duration of steroid use which made her susceptible to infection; however, this could not be confirmed without further follow up between the outpatient clinic and the patient. The patient¿s pd catheter (not a fresenius product) was removed during this admission due to the severity of infection and she was transitioned to hemodialysis (hd) on a hospital provided hd device for the duration of the hospitalization. The patient is awaiting discharge to home as she will continue hd on in-center basis upon discharge, but accommodations have not yet been secured. Though the exact cause of this patient¿s peritonitis remains unknown, it was confirmed that there was no indication this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will return to pd therapy on the same cycler once cleared by her physician.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported experiencing an infection with plans to have her catheter removed. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken on the hospital on (B)(6) 2023 presented with streptococcus (species unknown) in the culture and a wbc count of 1220/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient required an oral steroid for two months for reasons unrelated to renal replacement therapy prior to this event. It was believed the patient¿s immunity was compromised due to the duration of steroid use which made her susceptible to infection; however, this could not be confirmed without further follow up between the outpatient clinic and the patient. The patient¿s pd catheter (not a fresenius product) was removed during this admission due to the severity of infection and she was transitioned to hemodialysis (hd) on a hospital provided hd device for the duration of the hospitalization. The patient is awaiting discharge to home as she will continue hd on in-center basis upon discharge, but accommodations have not yet been secured. Though the exact cause of this patient¿s peritonitis remains unknown, it was confirmed that there was no indication this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will return to pd therapy on the same cycler once cleared by her physician.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed no discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported experiencing an infection with plans to have her catheter removed. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken on the hospital on (B)(6) 2023 presented with streptococcus (species unknown) in the culture and a wbc count of 1220/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the patient required an oral steroid for two months for reasons unrelated to renal replacement therapy prior to this event. It was believed the patient¿s immunity was compromised due to the duration of steroid use which made her susceptible to infection; however, this could not be confirmed without further follow up between the outpatient clinic and the patient. The patient¿s pd catheter (not a fresenius product) was removed during this admission due to the severity of infection and she was transitioned to hemodialysis (hd) on a hospital provided hd device for the duration of the hospitalization. The patient is awaiting discharge to home as she will continue hd on in-center basis upon discharge, but accommodations have not yet been secured. Though the exact cause of this patient¿s peritonitis remains unknown, it was confirmed that there was no indication this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will return to pd therapy on the same cycler once cleared by her physician.